Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The patient received inappropriate anti-tachycardia pacing (atp); however no shocks were delivered. It was noted that there was pacing inhibition greater than two seconds; however the patient was asymptomatic. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.